Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has passed away due to lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has passed away due to lung disease and cancer. Previously submitted report was incorrectly filed with wrong type of reported complaint as serious injury. In this report, the type of reported complaint has been updated correctly as death. Section type of reported complaint in box h has been updated/ corrected.